Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during preventative maintenance, the menu display was found to have several blank lines running from top to bottom. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is out of electrical specification (missing segments). Upper case, side bail covers, and battery drawer are broken. Lower case is broken and contaminated. Battery contacts are compressed. One side bail is missing. Keyboard is scratched.

Event description:
It was reported that during preventative maintenance, the menu display was found to have several blank lines running from top to bottom. There was no patient involvement.